Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During implant, this 21 mm sjm trifecta valve was sized and seated on the annulus. On visualization, it appeared one cusp (corresponding with the non-coronary cusp) was seated significantly higher than the other two cusps. The remainder of the prosthesis appeared normal and was seated well at the aortic annulus. The valve was removed and replaced with a sjm epic valve which seated well. Upon removal of the trifecta valve, the valve sewing ring appeared distorted and there was a definite height difference between the cusps. The length of the procedure and cardiopulmonary bypass time were extended due to the need for re-intervention. No patient adverse consequences were reported.

Manufacturer narrative:
The results of this investigation concluded stent post 1 was bent inwards and the stent base was ovalized; this caused cusps 1 and 2 to deflect inward and appear deformed. It is unknown how or when the stent deformation occurred. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the stent deformation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.